Event description:
A customer contacted baxter global technical services regarding assistance with a system error 2240 alarm during fill 2 of 5 on the homechoice machine. The technical service representative assisted the home patient to cycle power to get to the "press go to start" prompt. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed and the root cause was determined to be due to the supply bag disconnecting without falling. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.